Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the rerun results were lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and discovered a clog in the vacuum line, the incubation ring sensors were not working, and there was excessive moisture in the incubation ring. The fse replaced the wash manifold, replaced the incubation ring sensors, repaired the clogged vacuum line, and verified functionality of the instrument. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.